Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log had noted multiple 'no disposable' alarm messages were recorded. Functional testing included use testing. The pump was powered on and the pump exhibited double beep alarm and a 'no cassette detected' alarm message with a disposable attached to the pump. After removal of the cassette, the pump did not alarm for 'no disposable attached.' The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information:date of event: additional information received that this event occurred during testing and there was no patient involvement.